Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 had failed to open and could not recover. A field service engineer inspected the main drawer 5 and found that the latch bolt magnet was missing, which prevented the drawer from detecting the closed position. The latch bolt was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 failed to open. Customer tried to reboot and recover the machine, but the issue persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.